Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Visual inspection of the returned device found a piece from the anterior of the distal surface has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The lot was manufactured on july 30, 2013 and has therefore been in the field for approximately ten years and four months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a piece of the tibial bearing cracked off the back while removing it from the baseplate after the final trial. No impact to the patient or additional time to the surgery and all pieces were accounted for. The surgical technique was utilized. All available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.